Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during a routine follow-up the asymptomatic patient's atrial lead was dislodged. The patient was admitted to the hospital for an atrial lead revision and when the pocket was opened they noticed that the leads insulation was damaged and fractured. The lead was explanted and replaced without any difficulties. The patient would be followed-up normally.